Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. A flow accuracy test was performed, and no issues were noted. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was infusing at a faster rate than expected during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.